Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported hernia recurrence. Details of the revision procedure were not provided and it is unknown if the bard 3dmax light mesh remains implanted. As reported no additional information is available. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. There is no allegation towards the bard ventralight st mesh or the bard capsure fixation device used during the revision procedure. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2018 the patient was implanted with a bard 3dmax light mesh (device # 1) for the repair of a right inguinal hernia. As reported due to a hernia recurrence, on (B)(6) 2019 the patient underwent a revision procedure and was implanted with a bard ventralight st mesh to repair the recurrent hernia. A bard capsure fixation device was used in the revision procedure to fixate the mesh.